Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz5 left; cat # 5512-f-501; lot # exv7g; triathlon femoral distal augment 10mm - size 5 left; cat # 5541-a-501; lot # dil3z; triathlon femoral distal augment 10mm - size 5 left; cat # 5541-a-501; lot # ebr7r; triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # dzy7e; tri post augment sz5 5mm; cat # 5543-a-500; lot # el37u; triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # 0109148e; triathlon asymmetric x3 patella; cat # 5551-g-320-e; lot # m5kt; tri ts baseplate size 5; cat # 5521-b-500; lot # gvd7oa; tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 0105589j; tri rm/ll tib aug sz5 10mm; cat # 5546-a-502; lot # erfcz1a; tri lm/rl tib aug sz5 10mm; cat # 5546-a-501; lot # erffe5a; triathlon stem extender 25mm; cat # 5571-s-025; lot # 1l537h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that the patient's left knee was revised due to acute infection. A washout with a liner exchange was performed. Rep provided a usage sheet from a previous stage 2 revision (stage 1 revision reported) and may be able to provide revision usage, otherwise confirmed that no further information will be released by the hospital or surgeon.